Manufacturer narrative:
Pump passed rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Failure analysis was unable to perform occlusion test due to motor error alarms. Motor position encoder error alarm confirmed in history file. Failure analysis was unable to confirm motion sensor test failure alarm due to motor error alarm. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a motion sensor test failure alarm after. Customer's blood glucose was 115 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also reported a motor position encoder error alarm on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.